Event description:
While a student and then while working as a medical assistant plaintiff states that she was exposed to latex containing products, specifically latex medical gloves and/or the dust and/or the powder therefrom. She states that the she experienced the following symptoms, asthma, rhinitis, respiratory problems, tightness in the chest, throat swelling, skin rashes, hives, contact dermatitis, extreme discomfort, depression and emotional distress all of which are or may be of a permanent, continuing and life-threatening nature associated with this exposure.